Event description:
Customer reported, the system is displaying a precharge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and adjusted the battery charger. System operates as intended.